Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping.